Event description:
The patient presented to the clinic for a follow-up. Loss of capture on the lv lead and high thresholds on the rv lead were observed. An x-ray confirmed macro-dislodgement of the lv lead. The lv lead was replaced due to unable to reposition. During the same procedure, the rv lead was also explanted due to the high capture thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience was not confirmed. Electrical tests were performed and the results indicated normal device characteristics. Visual inspection found the outer insulation was cut/damaged at 38.1 and 45.5cm from the connector pin. The damages found on the lead are consistent with that occuring at the time of the surgical procedure.